Event description:
It was reported that a balloon rupture and balloon detachment occurred. The 6.0mm x 80mm, 75cm gladiator balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 17 atmospheres at an unknown number of inflations. Fragments of the balloon remained inside the patient and were not able to be retrieved. The patient was sent to another facility for consultation with a surgeon.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).